Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During procedure, difficulty crossing the native annulus was observed. Additional information indicated that the difficulty in crossing the annulus was caused by tortuosity of the descending aorta and was resolved by adjusting the angle of the devices. On the same day as the valve implant, the patient experienced an ischemic stroke characterized by delayed awakening. Following the event, the patient required prolonged hospitalization and remained hospitalized at the time of reporting. The physician considers that plaque in the ascending aorta was dislodged during device manipulation while attempting to cross the annulus, and that this contributed to the ischemic stroke. Regarding the access vessel anatomy, the vessel exhibited mild calcification, and the minimum luminal diameter was above the recommended value. No access vessel injury was observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint was confirmed, as the reported event resembled the investigation documented in technical summary written by edwards lifesciences. Available information suggests that patient factors (tortuosity) likely contributed to the event, as the patient exhibited a tortuous descending aorta, and the anatomy was successfully crossed only after device manipulation and adjustment of the device angle. Vessel tortuosity may create constrained anatomy segments that interfere with delivery system passage and result in crossing difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.